Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. The account has seen four infections associated with absorbable hemostat. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 72, m, 221lb, 26.9 bmi. 2. What are the name and date of index surgical procedure? Right transcarotid artery revascularization on (B)(6) 2025. 3. What were the diagnosis and indication for the index surgical procedure? Carotid artery stenosis. 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Atrial fibrillation and carotid artery senosis. 5. Where was the surgicel used (on what tissue)? Right neck incision. 6. Was the surgicel product left in place? Was the excess irrigated and removed? Left in place. 7. What were current symptoms following the index surgical procedure? What was the onset date? (B)(6) 2025. 8. Were cultures performed? If yes, results? No. 9. Has any surgical or medical intervention been performed? No. 10. What is physician¿s opinion as to the cause of this event? Surgicel powder causing ph of the tissue to be lowered and causing vicryl breakdown and subsequent wound dehiscence 11. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? Yes. 12. What is the patient¿s current status? Recovered. 13. What is the users experience w/ surgicel powder and other hemostatic agents? Has used previously. The following information was requested, but unavailable: 1. Was there any intraoperative concurrent use of other products? Unknown. 2. What are the product code and lot number? Unknown. 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Unknown. 4. How much surgicel was used during the procedure? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What are the product code and lot number of the vicryl suture? 2. Did the vicryl suture break post-operatively? 3. Did the vicryl suture pull out of the tissue? 4. What was the appearance of the suture during the re-operation? 5. How many days post-operatively did the wound dehisce? 6. Were there any precipitating patient stress factors that may have contributed to the wound dehiscence? 7. On what tissue was the suture used/location of suture placement? 8. What tissue dehisced? 9. What was the tissue condition (normal, thin, calcified, fragile, diseased)? 10. How was the suture placed (interrupted or continuous)? 11. How was the suture tied (square knot or multiple knots one end)? 12. Onset date/time of dehiscence? (# post op days). 13. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Health effect - clinical code. Additional information was requested, and the following was obtained: wound dehiscence with brown discharge after using powder. Serous drainage. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Did the vicryl suture break post-operatively? Unclear, wound was not explored. 2. Did the vicryl suture pull out of the tissue? Unclear, wound was not explored. 3. What was the appearance of the suture during the re-operation? There was no reoperation 4. How many days post-operatively did the wound dehisce? Approximately 9. 5. On what tissue was the suture used/location of suture placement? Cutdown site for tcar; deep layers of wound/muscle/fascia. 6. What tissue dehisced? Wound was not explored; clinically there was superficial dehiscence. 7. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Mascerated by the time we saw him in clinic otherwise the skin had good integrity. 8. Onset date/time of dehiscence? (# post op days) approximately pod # 9 as above. 9. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No. The following information was requested, but unavailable: 1. What are the product code and lot number of the vicryl suture? Unfortunately I do not have this information available. 2. Were there any precipitating patient stress factors that may have contributed to the wound dehiscence? None known 3. How was the suture placed (interrupted or continuous)? Unknown 4. How was the suture tied (square knot or multiple knots one end)? Unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.